Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: after tx was initiated the nurse noticed blood leaking from the same connection. Per the clinical director it is not clear whether the defect was in the blood tubing or the dialyzer. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4) . The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. All information associated with this event was submitted to the bloodline manufacturer. Per the manufacturer investigation, a review of the device history records for sl-2000m2095l, lot a2000295, was performed and indicated there were no quality issues during the manufacturing process of this lot related to the reported event. If additional pertinent information becomes available a follow-up report will be filed.